Event description:
Additional information was received from the rep on september 24, 2019. Overdischarge was reported. The rep and the patient had tried physician recharge mode a few times but patient's implant was still not going into a normal recharge session. Patient hasn't been able to recharge for 2 years. Patient didn't recharge for 3 months and thus she met with the rep, but they were never able to get device out of overdischarge. Additional information was received from the rep on october 7, 2019. They reported they performed a physician mode recharge and the patient was able to charge the ins to full however, the patient has not yet been able to meet with the rep to have the power on reset (por) cleared. They are waiting for the patient to be available to clear the por. It was also noted that the patient had changed doctors, but the new doctor's information was unknown by the rep. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and manufacturer representative (rep). It was reported that the device hadn't been charged in well over a month and the patient needed to meet with a rep to jumpstart the device. The ins was likely overdischarged. A rep reached out to the patient twice. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that over a year prior to the report, the patient's device had stopped working. It was noted the patient had not used the device in some time. No symptoms were reported. A request was made to make an appointment with a manufacturer representative (rep) to assist the doctor with getting the device back on. They were redirected to the doctor to contact the paging service to schedule the appointment with the rep. No further complications were reported or anticipated.